Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 01/22/2015, belt: 06/18/2020.

Event description:
A us distributor contacted zoll to report that a patient passed away at home on (B)(6) 2021. It was reported that the ems were called and performed resuscitation efforts on the patient. Review of the download data indicates the patient received 2 appropriate treatments and 18 inappropriate treatments in response to nsvt and CPR/motion artifact. The patient was in nsvt beginning at 08:53:05. The patient received 8 inappropriate treatments at 10:03:47, 10:04:22, 10:04:44, 10:05:16, 10:07:23, 10:08:08, 10:08:42, and 10:09:28. The patient's rhythm at the time of each shock and post-shock rhythm were intermittent nsvt. The patient's rhythm transitioned to vt at 220 bpm and the patient received an appropriate treatment at 10:10:00. The patient's rhythm at the time of treatment and post-shock rhythm were 220 bpm. The patient received a non-lifevest defibrillation at approximately 10:13:00. The patient was in vt at 240 bpm at the time of the external defibrillation and post-shock rhythm was a 4 second pause and then vt at 200 bpm. The patient received a second non-lifevest defibrillation at approximately 10:14:00. The patient's rhythm at the time of the external defibrillation was vt at 230 bpm. The patient's post-shock rhythm was nsvt that transitioned into vt before degrading to vf. The patient received an appropriate treatment at 10:14:29. The patient's rhythm at the time of treatment and post-shock rhythm was vf. Artifact obscured the patient's cardiac signal at 10:14:43. The patient received 10 inappropriate shocks while their rhythm was obscured by CPR/motion artifact at 10:35:39, 10:36:18, 10:36:51, 10:37:23, 10:37:49, 11:03:09, 11:04:26, 11:05:16, 11:06:34, and 11:07:59. Asystole was detected at 11:10:44 while the patient was in low amplitude vf. The device threshold for asystole detection is when an ECG input signal falls below 100 microvolts for at least 16 seconds. This performance level is disclosed in the lifevest 4000 operators manual. The cardiac signal voltage observed was below 100 microvolts, which is under the minimum design requirement to determine the presence of cardiac signals. The electrode belt was disconnected at 11:18:02. It was not reported who disconnected the electrode belt.